Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's levels were as low as 38mg/dl. The customer treated low with glucose tablet and food. The customer declined to troubleshoot for the lows. The customer was assisted with transfer to bayer for further troubleshoot.